Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient complained of a low heart rate measurement and feeling of fatigue. Follow up with the patient's physician indicated that the patient had not been seen since the time of the call. The device remains in use. No further patient complications have been reported as a result of this event.